Event description:
Prytime is filing this report with an abundance of caution due to the presence of an introducer sheath, which may have contributed to the development of a thrombus. The introducer sheath is manufactured and labeled by the OEM and included in prytime's convenience kit. The case involved a 34-year-old female patient who was presented to the facility with heavy vaginal bleeding and demonstrated tachycardia and hypotension. The patient was found to have previa and placenta accreta spectrum. Estimated blood loss was 1 liter and mtp was started. Cesarean section was performed without incident. An additional 2 liters of blood loss was noted with ongoing blood loss from all surfaces. The uterus demonstrated dense adherence to the pelvic sidewalls, the bladder, and ureters. Once reboa procedure was determined, percutaneous access was gained at the right common femoral artery (cfa); micro-puncture was exchanged for 7fr sheath. Due to the patient's small habitus, there was difficulty during access, but eventually access was gained. It was noted that the patient was small, and the cfa was less than 4mm. The reboa catheter was placed and periodically cycled (inflate and deflate) for approximately 25-35 minutes (total occlusion time). Following completion of the procedure, both the sheath and catheter were removed without incident. Given the patient's small habitus, a femoral duplex was ordered and showed the right external iliac artery had thrombosed; a thrombectomy was performed. Following the treatment (two weeks, post-op), the patient was asymptomatic. Per the reporting surgeon, this issue was secondary to the presence of the sheath and does not imply that the sheath malfunctioned. Upon investigation of this incident, the presence of the introducer sheath within the bloodstream could not be ruled out as a potential contributor to the development of the thrombus. Overall, there was no confirmed deficiency with the prytime product exhibited in this case. There was no reported or alleged failure of the kit components, the kit, or its labeling.